Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus representative assisted with troubleshooting over the phone. The e151 error with the soltive laser and wireless foot pedal occurs when pedal is compressed too slowly. During this investigation it was found that the end user was resting his foot on the pedal which may have caused the reported problem. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they experienced an e151 error with the soltive laser and wireless foot pedal. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Follow up activities were performed, and the following information was obtained: the device was inspected prior to usage and the foot pedal paired with the laser system successfully without error messages or faults. This event occurred during a ureteroscopy procedure which was completed successfully with another similar device (wired footswitch).